Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a secondary set, secure lock, with IV set hanger, 34 inch where the customer reported a leaking secondary tubing set and that there was chemo (vincristine) spraying out the side of the tubing midway down the line and occurred as soon as the bag was hung; the location was further down the tubing not at the insertion. It was also stated that they were unable to get a picture or video due to attempting to contain the spill because they had to grab the tubing with gloved hands, pinch and dispose of immediately to reduce further exposure to staff or patients. It was further stated that the staff were not directly harmed as they were wearing personal protective equipment, but caused a hazardous drug spill and required staffing resources to clean. There was also delay in therapy as the medication had to be discarded and remixed by pharmacy. There was patient involvement but no harm was reported.